Event description:
Reference number (B)(4). Event occurred in germany. It was reported that an abscess (about the size of a 50 cent piece) formed at the infusion site in the abdominal fold, to the right of the belly button. No further information was available.

Manufacturer narrative:
H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.